Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the ik sheath had no valve. Patient condition was reported to be satisfactory. The procedure outcome was reported to be satisfactory. Additional information was received on 5/7/18. The issue was noted pre-procedure, prior to use on patient. A second sheath was opened and used to complete the case.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 9fr ik sheath and dilator was returned for evaluation. Visual inspection revealed no gross anomalies with the dilator. There was a small indentation in the sheath 2.7165" from the distal tip of the sheath. There was no valve present in the hub of the sheath. The dilator was then inserted into the sheath to determine if the valve had become dislodged in the sheath. There was no resistance inserting the dilator into the sheath, indicating the valve was not in the sheath. The valve was not returned. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.